Manufacturer narrative:
D10 concomitant products: unk - emprint gen - unknown emprint generator literature events: author: carolina lanza1 · salvatore alessio angileri1· pierpaolo biondetti1 · andrea coppola2,3 · francesco ricapito4·velio ascenti4· gaetano amato4· giuseppe pellegrino4 · lucilla violetta sciacqua4 · andrea vanzulli4·carriero1· massimo venturini2,3 · anna maria ierardi1· gianpaolo carrafello1,5 title: percutaneous microwave ablation of hcc: comparison between 100 and 150 w technology systems source: la radiologia medica (2024) 129:1916¿1925 / https://doi.org/10.1007/s11547-024-01927-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reviewed 87 cases of percutaneous microwave ablation at either 100 or 150 w for treatment of 135 hepatocellular carcinoma nodules between january 2021 and may 2023. The emprint hp ablation system with a 13-gauge straight microwave antenna was used. Cauterization of the needle track was made after each ablation. Complications in the included, super-infection of the ablation area with hyperpyrexia, pleural effusion, portal vein thrombosis, and perihepatic effusion. The superinfection was treated with antibiotics and an extended hospital stay. Home therapy and/or anticoagulation was provided for the segmental portal vein thrombosis. Pleural effusion was treated with bilateral drainage tubes and rehospitalization. Perihepatic effusion was treated with extended hospitalization.